Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the physician was performing a coronary angiogram via right common femoral artery using a 6 french sheath. A 6 french angio-seal was opened for closure. A femoral angiogram was performed prior to closure. The vessel was greater than 4mm, had no visible disease and the sheath was in the common femoral artery. The angio-seal sheath and dilator were used to locate the arteriotomy, and the angio-seal device was then introduced. When the physician drew back the angio-seal device to deploy the plug, the angio-seal device came out of the artery in its entirety. The technologist who was scrubbed into the procedure stated that they could see the angio-seal anchor at the end of the angio-seal sheath, and that it did not fully come out the end. Manual pressure was held. The patient remained stable throughout, and the procedure was a success. The estimated blood loss was less than 250cc's. The reported event did not result in injury.